Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of vascular dissection, hemorrhage, hematoma, fistula, occlusion, pseudoaneurysm, perforation of vessels, unspecified infection are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event is estimated as 11/12/2024. D4: primary UDI number - the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - indication for use. Literature attachment: article title "vascular complications in tavi procedures: assessment, management, and outcomes-a retrospective study."

Event description:
This event is from a retrospective single-center observational study to provide comprehensive insights into vascular complications of tavi [transcatheter aortic valve implantation] procedures. The study evaluated risk factors, clinical presentations, diagnostic methodologies, and management strategies to optimize patient care. Vascular complications had a significant correlation to patient history of coronary artery disease, valve type, and access point-p-value. Vessel closing after the tavi procedures included the use of surgery, covered stents, balloons, proglide, prostar, and proglide/angioseal use. Complications noted for proglide closure failures included pseudoaneurysm, dissection, hemorrhage, retroperitoneal hematoma, stenosis/occlusion, a-v fistula, infection, perforation, and prolonged hospitalization treated with surgery, covered stent, balloon, thrombin injections, and conservatively for the proglide. An unknown failure was noted for the prostar with surgical closure. An aortic arterial perforation unrelated to the vessel closure use led to patient death. The study emphasized the importance of recognizing and managing vascular complications in reducing adverse patient outcomes and producing improved post-tavi patient outcomes. Specific patient information is documented as unknown.